Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus element drug eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus element drug eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: promus element, mr, ous 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the first distal row of the stent were damaged with stent struts lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus element drug eluting stent was advanced for treatment; however, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: promus element, mr, ous 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the first distal row of the stent were damaged with stent struts lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.